Event description:
The customer reports the clinical information center (cic) device alarm does not sound. The issue was reportedly corrected by turning the cic device off and back on again. There was no reported patient injury associated with this event. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Occupation of reporter is unknown.